Manufacturer narrative:
The insulin pump was received with p-cap and reservoir locked properly in place. Unit received with scratched case. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that reservoir had leak on o ring. The reservoir has been leaking back into the insulin pump. Customer stated that it has gone dead and come back on twice. The insulin pump was not dropped. Customer stated fluid in insulin pump and it was exposed. No harm requiring medical intervention was reported. The insulin pump as well as reservoir will be returned for analysis.